Event description:
This report is based on information provided by philips, remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that the unit went into standby while on patient. There was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse reviewed the event log and found proximal pressure line disconnect message logged around the time of the event. Biomed reports the vent goes into and out of standby as expected. Advised to perform a full pvt and address any issues before placing back into service. The customer called back and stated the unit passed all pvt testing and will be returned to service. The customer requested information regarding standby mode to provide to respiratory therapist. Provided service and ops manual and reference to standby mode. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Correction: follow up submission needed as new information was made available after "complete" initial report submitted:the patient who is female "desaturated a bit", but respiratory immediately noticed it. The v60 was immediately swapped out for another machine and she recovered without further issues. No medical intervention provided to the patient nor a delay was noted other than the device swap. Further information is being requested.

Manufacturer narrative:
H10: per customer response, there was no further information that was able to be obtained. This will close the investigation. This issue will be tracked and trended.